Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the 'first hub'. This occurred while priming the primary tubing with lactate ringer (lr). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the cap and housing of the first clearlink was slightly separated. Pressure test and clear passage under water were performed, and it was noted that there was a leak at the first clearlink. Priming was performed, and a leak was observed at the first clearlink. An autopsy of the first clearlink was performed, and it was noted that there was a recessed gland. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.